Event description:
Pt underwent gastric bypass open procedure in which peri-strips dry were used on the gastric closure. Four days post-op pt returned to surgery to repair a leak at the gastro-jejunostomy junction. Repair was successful, but pt had developed significant sepsis requiring a prolonged period of hospitalized recovery. Seven days following the second surgery, pt returned to surgery once again to have a collection of fluid found in the pelvis drained. Pt soon recovered and was discharged from the hosp.